Manufacturer narrative:
Reported event: an event regarding disassociation & wear involving an unknown metal head was reported. The event of disassociation was confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, a photographs was provided. The photo shows a recently explanted metal head, nothing remarkable was noted. -clinician review: a review with a clinical consultant indicated "I can confirm that the patient underwent a primary left total hip arthroplasty at some point in the past, on or about january 1, 2014 since I was able to review an undated photo with the implant in place. The acetabular component did appear anteverted and subsequently the trunnion was deformed and there was a significant notch on the inferior aspect of the femoral neck. I can also confirm that the patient underwent a revision procedure on october 18, 2024 since I was able to see the explanted prosthetic components with deformity of the trunnion and a notch in the inferior portion of the neck of the femoral stem. It is unclear whether the acetabular component was revised or left in situ. I do not have either the primary or the revision operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of trunnionosis, neck impingement and head neck disassociation are multifactorial including surgical technique in the way that the femoral head and trunnion are prepared and inserted, and proper positioning of the implant to avoid impingement. In this case it does appear that the acetabular component was anteverted and that could be consistent with impingement of the inferior aspect of the femoral neck with the posterior aspect of the acetabular component. Patient factors including activity level, lifestyle and bmi can also be causative as well as implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Accolade tmzf with 36 metal head. Femoral stem trunnion worn down. Hospital took implants and was doing testing.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Accolade tmzf with 36 metal head. Femoral stem trunnion worn down. Hospital took implants and was doing testing.